Event description:
During a hysteromyoma resection procedure, after the procedure, when the surgeon removed the device from the hand piece, the tip of the device was loose and the rest of the blade was still on the handpiece. Surgeon used forceps to remove it. There was no reported patient consequence and 1 device is being returned.